Manufacturer narrative:
Implant regio 14 fractured. Construction was a single crown placed on the implant. Bone loss and implant instability caused by patient related periimplantitis is documented.implant fracture was caused by mechanical overloading after 11 years in situ.

Event description:
Implant fracture for a dental implant that was phased out more than 5 years ago.